Event description:
It was reported that the device was replaced due to premature battery depletion. It was further reported that the patient alert sounded for eri (elective replacement indicator), and that the patient complained of fatigue/weakness, dyspnea upon exertion, constipation, urinary frequency, and vertigo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: it was reported that the device was replaced due to premature battery depletion. It was further reported that the patient alert sounded for eri (elective replacement indicator), and that the patient complained of fatigue/weakness, dyspnea upon exertion, constipation, urinary frequency, and vertigo. No further patient complications have been reported as a result of this event. No conclusion can be drawn. Premature eri (elective replacement indicator).